Event description:
Ous MDR - on (B)(6) 2014, an alert came via home monitoring showing either noise or oversensing on the iegm. On (B)(6) 2014, the patient had a in-office follow-up. Nothing out of the ordinary could be found but there was concern that this lead was malfunctioning, so therapy was turned off and the patient was hospitalized. It is believed the lead will be explanted, but nothing had been scheduled.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.